Event description:
It was reported that outside of surgery, the evac was not connecting to the carts. Upon inspection it was noted that the nose board contacts had arcing. No adverse events are associated with this malfunction. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This incident has been recorded under: (B)(4). Review of the most recent repair record determined there were repeated comm errors. The nose board contacts had arcing. The nose board was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.